Manufacturer narrative:
Correction: the initial MDR submitted on november 20, 2023 was filed inadvertently. No antibiotics were administered. This report is submitted on december 20, 2023.

Manufacturer narrative:
This report is submitted on november 20, 2023.

Event description:
Per the clinic, the patient experienced a mild inflammation at the abutment site and was treated with oral antibiotics (specific date and duration not reported). The implanted device remains.